Event description:
It was reported that the patient expired due to heart failure. It was additionally reported that a second device, model #2700, was explanted. It was additionally reported that a second device, model #2700, was explanted.

Manufacturer narrative:
Device not returned.